Manufacturer narrative:
H.6. Investigation summary: no photos or physicals samples that display the reported issue were provided for investigation. A device history review was performed for reported lot 1901101, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Three retained samples of the same lot were used for additional evaluation. The product was evaluated and no damage or defects were observed. Functional testing was performed, connecting the injector to a sample syringe, protector and vial according to the instructions for use. In all cases, liquid could move from the vial to the syringe and no leaks were observed. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Complaints received for this defect and device will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that during chemotherapy treatment the injector was leaking with a bd phaseal¿ injector luer lock n35. The following information was provided by the initial reporter: it was reported that while having chemo, one of the injectors was leaking. Additionally, on 2020 (B)(6) the bd sales consultant provided the following additional information: leaked in between the blue and white ¿ below the spinning clutch. In the process of drawing out of the a vial when it began to leak.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during chemotherapy treatment the injector was leaking with a bd phaseal¿ injector luer lock n35. The following information was provided by the initial reporter: it was reported that while having chemo, one of the injectors was leaking. Additionally, on 2020-07-15 the bd sales consultant provided the following additional information: leaked in between the blue and white, below the spinning clutch, in the process of drawing out of the a vial when it began to leak.